Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers age was not provided. No information was captured as the customers weight was not provided. No information was captured as the model number was not provided.

Event description:
The customer reported that the results on the display of her contour next ez blood glucose monitoring system did not match the results that were stored in the meter memory. No treatment change was made and there has been no allegation of an adverse event. The customer has been requested to return the test strips and meter for investigation. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.